Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; defect found on rev 4. Returned meter - e-0 with lab control. Test strips were not returned for evaluation. Root cause: rc-079: the control solution peak is being detected below the lower limit of 2.0 for mr2 v2.53 meter. Note: manufacturer contacted customer in a follow-up on call 10-nov-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated is comfortable with the glucose readings she is getting with the replacement products.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with the back to back blood tests results of 125 and 160 mg/dl. The customer¿s expected morning fasting blood glucose test result range is 80-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2022 and open vial date is 10/18/2020. The meter memory was reviewed for previous test result history: (B)(6).